Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recr0715 showed seven other similar product complaint(s) from this lot number. The complaints for this lot number (recr0715) have been reported from the same facility in (B)(6).

Event description:
It was reported that leakage was noticed eight times on the needle/extension set during administration of chemotherapy (2x carboplatinum), during infusion or dripping of nacl 0.9%, or injection of medication with syringe (like licitan). This report addresses the eighth event.